Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 487 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed no delivery and the blood glucose reading was high. Customer stated that the insulin pump kept on alarming motor error after the infusion set has been changed. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 487 mg/dl and over 500 mg/dl at one point. Customer treated with manual injection. The customer performed displacement test and the insulin pump passed. Customer declined no delivery and high blood glucose troubleshooting. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and excessive no delivery alarm noted. Motor passed motor test.